Event description:
The customer observed positively biased crbm results from diluted samples on the vitros 250 analyzer. No biased results were reported. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of patient harm as a result of this event.